Event description:
The customer reported 4 false positive results with the idnow covid-19 assay performed on a nasopharyngeal swab sample collected on an unknown date in december 2022. This MFR. Report addresses test one (1) of four (4) and lot number: m217112 (quantity 2). Confirmation testing was performed using pcr test (platform: unknown) on a nasopharyngeal sample collected on an unknown date in december 2022, generated a negative result. The patient was asymptomatic. Per the customer, no additional information will be provided.

Manufacturer narrative:
Date of event provided date of event is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 4 false positive results with the idnow covid-19 assay performed on a nasopharyngeal swab sample collected on an unknown date in (B)(6) 2022. This MFR. Report addresses test one (1) of four (4) and lot number m217112 (quantity 2). Confirmation testing was performed using pcr test (platform: unknown) on a nasopharyngeal sample collected on an unknown date in december 2022, generated a negative result. The patient was asymptomatic. Per the customer, no additional information will be provided.

Manufacturer narrative:
Additional information: d4 (expiration date) and h4 (device mfg date). Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m217112 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217112 and test base part number 190-430 / lot m217112. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m217112 showed that the complaint rate is 0.00548%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : device discarded, single use device.